Event description:
During a trochanteric fixation nail procedure, as the surgeon was finishing reaming with the 6mm stepped reamer, just prior to the stop, the end of the drill bit where it chucks with the drill, snapped off clean. There were no parts to retrieve. No adverse effect to the patient was reported. The surgery was completed without further incident. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reports that the complaint device was received with the drill bit broke clean and straight across at the transition from the part that mates with the chuck to the outer diameter of the drill bit. The broken piece was returned for evaluation. There was a lot of scoring on the shoulder and for about 2 mm down the outer diameter away from the break. There were a lot of dings on the cutting flutes towards the end of the drill bit and the edges were dull. The returned device was manufactured in april 2003 and is over 9 years old. The cutting edges were significantly worn and dull with numerous nicks and scratches on them which would significantly reduce the cutting efficiency.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)